Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered error 23008. Fa found errors 23008, 1173 and 23137, all pointing to the carriage in the logs. The unit failed the c. Lissajous, sine cycle, and carriage sensors check on dof 8. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the logs confirmed the event date was (B)(6) 2022 and the procedure was a cholecystectomy. The system serial number was confirmed to be (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was disabled, but the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the customer encountered repeated recoverable 23008 faults on universal surgical manipulator (usm) 2. The clinical sales representative (csr) and the customer attempted to perform a hard power cycle on the system, but the faults returned. The technical support engineer (tse) viewed the system logs and confirmed multiple 23008 errors on usm 2, axis 7. The tse had the customer perform one more hard power cycle on the patient side cart (psc). The customer performed this, but the faults immediately returned. The customer confirmed that they could proceed with 3 arms. The tse walked the customer through disabling usm 2 and informed the customer that table motion and auto targeting would not be available. The site continued the procedure with no reported complications. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.